Event description:
It was reported that device entrapment occurred, requiring an additional device for removal. The target lesion was located in the mildly tortuous internal carotid artery. A 10.0-31 carotid wallstent self-expanding and 3.5-5.5 190cm filterwire ez were selected for use. However, after deploying the carotid wall stent, the stent delivery system could not be removed from the filterwire due to resistance. A balloon-guided catheter was inflated, and while applying suction, the filterwire and stent delivery system were slowly pulled together for removal. The procedure was completed with this stent. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred, requiring an additional device for removal. The target lesion was located in the mildly tortuous internal carotid artery. A 10.0-31 carotid wallstent self-expanding and 3.5-5.5 190cm filterwire ez were selected for use. However, after deploying the carotid wall stent, the stent delivery system could not be removed from the filterwire due to resistance. A balloon-guided catheter was inflated, and while applying suction, the filterwire and stent delivery system were slowly pulled together for removal. The procedure was completed with this stent. There were no patient complications as a result of this event. It was further reported that the wire and delivery system had to be removed together using a balloon guide catheter. There was no re-access performed, and no additional device was deployed into the carotid artery after the stent delivery system was removed.